Manufacturer narrative:
Date received by manufacturer, corrected data: initial report inadvertently listed the wrong date. Initial report was received on 11/23/2018 instead of 11/26/2018..

Event description:
It was reported that high impedance was observed on a patient's device. Screenshots of the diagnostics performed and x-rays were attached. Device history records were reviewed for the implanted generator and lead and both devices were sterilized and passed all quality inspections prior to distribution. The attached x-rays were reviewed. Ap x-rays of the chest and neck were available to display complete view of the neck and chest. Based on the images provided, the feedthrough wires appeared intact at the connector pins, and the lead pin was fully inserted. The device was placed in the patient¿s left chest per labeling. The lead was observed in the neck and chest. Note that a portion of lead was routed behind the generator and so could not be assessed. The strain relief bend was present and secured with tie downs but was not present per labeling. No strain relief loop was present. The lead wires appeared intact at the connector pins. In the portions of the lead visible, no gross lead fractures or other anomalies. Based on the images provided, there is no obvious cause for the high impedance. Note that the portions of the system were not present in the images and could not be assessed and that the presence of micro-fractures could not be ruled out. No known surgery has occurred to date. No additional relevant information was received to date.